Event description:
During an endoscopic robotic procedure the surgeon stated that needle driver handpiece would not move or articulate. The handpiece was replaced and procedure continued without incident. No damage was noted on the device at the time of the event.====================== manufacturer response for mega needle driver, mega needle driver (per site reporter).====================== mfg provided rga (packaging) for return and evaluation of device.